Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable and power supply. He tested the system with several boot ups and fluoros. The system functions as intended.

Event description:
The customer reported that there were several problems with the system. They rebooted the system and it functioned as intended.